Event description:
An artifact was indicated on the rv lead that almost resulted in an inappropriate shock. This lead was successfully revised on (B)(6) 2011. All records indicate this lead remains actively implanted. Should additional information become available, this event will be updated.